Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away; cause of death is unknown. Review of pump data by tandem quality engineer indicated that the customer was using the pump, but was not using integrated continuous glucose monitoring (cgm). In addition, the logs indicate that the customer was receiving basal insulin; however, the logs also indicated that the customer was not delivering boluses of insulin. No additional information was provided.